Manufacturer narrative:
The device was not explanted from the pt, therefore will not be returning to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not explanted; therefore, a full evaluation of the device could not be performed. The hospital reported that the patient's outcome was not device related. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant, it was reported that the pt expired and the cause of the expiration was reported as intracranial bleeding (icb). It was also reported that the pt's outcome was not device related.